Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2017. Ts was informed about a spike in right ventricular (rv) pacing impedance approximately one week after implant. Rv sensing has diminished and rv pacing thresholds had increased. There has been intermittent non-capture. The patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. The physician was unable to retract the helix. The entire lead was rotated to unscrew and repositioned. The lead diagnostic measurements were within normal range. The lead diagnostic measurements were normal when rechecked the following day.